Event description:
Patient reported that he got a controller replacement from a rep) about 3 months ago because patient had lost his controller. Since replacement patient said his implant battery discharges much quicker, 1-2 days from a full charge compared to 4 days before. Technical services(ts) reviewed with caller that change on controller should not have an affect on how the neurostimulator battery discharge. Further discussion reviewed that patient was in a car accident around that period. Ts redirectedpatient to hcp to investigate further. Patient also mentioned the controller battery can go from 100% to 90% just by him unplugging the ac power supply. Ts was able to determine that patient is still able to use the controller to recharge his implant for multiplehours. Ts told caller that the controller battery is fine if it can be used for hours without recharging it; ts did offer replacement if patient wasn't happy with his current controller battery, but patient didn't ask for replacement. Patient to see hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.